Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (25mg/ml at 3.599 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. The patient reported loss of pain relief to her managing physician. The patient was scheduled for possible catheter revision and or dye study to determine the cause. The cause was identified when the pump pocket was opened and the proximal end of the catheter was visibly kinked/twisted. The physician determined that the pump came un-sutured in the pocket which caused the catheter to become tangled. The catheter revision was performed on (B)(6) 2015. The existing pump segment was removed and replaced while the spinal segment remained with no change. The catheter was aspirated to ensure patency. The issue was resolved at the time of this report. The patient status at the time of this report was ¿alive ¿ no injury.¿ if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n547813, implanted: (B)(6) 2015, product type accessory. (B)(4).